Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The device history record showed no previous service records and the device exceeds its expected life of 7 years. The complaint confirmed via inspection of item.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp was not holding properly. No patient contact, injury, or surgery delay was reported. Additional information has been requested.